Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding two handpieces. It was reported that two handpieces had black coating falling off during a case. The site discarded the blades. There was no impact to patient outcome.